Event description:
Pt admitted for transanal hemorrhoidal dearterialization procedure using thd revolution device. It was noted near the end of the procedure that the pt had some blistered areas around her anus. It was determined that these were burns from the light source attached to the thd revolution hand piece used for the case. The representative for the thd revolution was in the operating room at the time of the procedure and confirmed that all pieces were attached correctly prior to use of the device. After notifying the MFR of the event, the representative from the MFR advised our facility administrator that even a small gap between the light source and the hand piece could generate heat causing a burn to occur. Diagnosis or reason for use: prolapsing internal hemorrhoids.